Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a protégé everflex stent with a 6fr non-medtronic sheath and a 6mm spider fx embolic protection devi ce/guidewire for the treatment of a 120mm calcified lesion in the patients left mid superficial femoral artery (sfa). Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited cto (chronic total occlusion-100%) stenosis. Artery d iameter reported as 5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped as per the IFU with no issues identified. The lesion was pre-dilated with a hawkone m atherectomy device. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used. It was reported the stent fractured during deployment. The component did not embolize. The detached portion of the stent remained in deliver system. When deploying the stent the hub detached from the deployment sheath, the stent was then deployed to its target location by manually pulling the deployment sheath until it would not deploy any further. The delivery system was removed, and the spider was retrieved through a .035 trailblazer catheter. A .035 non-medtronic guidewire was inserted and a 5x150 evercross balloon was used to post dilate the stent. Procedure was completed by deploying a prb35-06-120-120 inside of the fractured stent. No further patient injury reported.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loose. The device was returned with the grips/handles pushed together, and the device in a deployed state, there was a portion of the stent still in the device, and the outer shaft was found to be detached from the grips/handle. The remaining portion of the stent was deployed manually and was found to be 31mm medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.